Event description:
Pt sitting in bed. Occupational therapist attempted to raise bed to begin therapy with the pt. Initially the bed controls would not raise or lower the bed, then head of bed began to raise and lower independent of bed control. Biomedical staff called and arrived within mins. Upon entering the room, he noticed a burning smell and immediately unplugged the bed. After unplugging bed, a small amount of smoke came from the underside of the bed. The pt was immediately moved out of the bed and into another room. The mattress was removed from the bed and the bed frame was wet. When the electrical panel was removed from the underside of the bed, there was condensation found on the top of the panel and portions of the circuit board were blackened as though burned.